Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure the pk dissecting forceps instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken at the distal end. The cable segment that contained the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Engineering also found deep scratches on the main tube and a char mark on the yaw pulley. The distal end and the proximal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded the damage was likely due to mishandling. The yaw pulley exhibited a char mark near the grip tip. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.